Event description:
It was reported that a pt underwent a sling procedure in 2007. In 2008, the pt experienced a tape erosion. The pt had an excision of the eroded tape and closure of the erosion the following month. The outcome is ongoing.

Manufacturer narrative:
Date sent to the FDA: 08/07/08. (Mesh exposure occurred) - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.